Event description:
Doctor attempted to tie a knot in sfx spiral polypropylene. The suture subsequently broke, and patient developed complications. During a larascopic diaphragmatic hernia repair, the stratafix polypropylene 2-0 was used to suture the wound. In the process of tying it was cutting [breaking]. Two tried but unfortunately the sutures were cut [broke] and the surgeon decided not to use them.

Manufacturer narrative:
This lot was manufactured in our puerto rico facility. A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process. Samples were not available for review. If samples, or additional information becomes available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving actual or sterile devices from the same lot to tensile test, receiving photo¿s of the surgical site or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue as stated in the IFU, surgeon¿s experience and/or technique, the patient¿s health status and specifics, or quality of the tissue, a definitive root cause for the reported event cannot be confirmed with certainty. The precautions section of the IFU for the stratafix device states, ¿the tying of knots on the barbed section of material will damage the barbs and potentially reduce their effectiveness. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps.¿

Event description:
Doctor attempted to tie a knot in sfx spiral polypropylene. The suture subsequently broke, and patient developed complications. During a larascopic diaphragmatic hernia repair, the stratafix polypropylene 2-0 was used to suture the wound. In the process of tying it was cutting [breaking]. Two tried but unfortunately the sutures were cut [broke] and the surgeon decided not to use them.

Manufacturer narrative:
This lot was manufactured in our puerto rico facility. A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process. Samples were not available for review. If samples, or additional information becomes available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving actual or sterile devices from the same lot to tensile test, receiving photo¿s of the surgical site or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue as stated in the IFU, surgeon¿s experience and/or technique, the patient¿s health status and specifics, or quality of the tissue, a definitive root cause for the reported event cannot be confirmed with certainty. The precautions section of the IFU for the stratafix device states, ¿the tying of knots on the barbed section of material will damage the barbs and potentially reduce their effectiveness. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps.¿